Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2017-04286 and 2017865-2017-04288. During a follow-up, it was noted that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were dislodged. The ra, rv, and lv leads were explanted and replaced and the patient was stable.